Manufacturer narrative:
Reported event of "stent broken." According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix" rx biliary stent was attempted to be removed from a patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2016. According to the complainant, during the stent removal procedure, the physician lassoed the advanix" rx biliary stent .5cm above the flange outside of the papilla using the snare and the stent broken in half. The physician could not retrieve the entire stent and the patient was referred to another procedure in order to remove the remaining pieces of stent. There were no patient complications reported as a result of this event. The patient was doing well and the bile duct was draining properly at the conclusion of the procedure.